Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the large crown size caused the embolism. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4). Csi ID: (B)(4).

Event description:
Three distal-to-proximal treatments were administered in the posterior tibial artery (pta) on low speed with the diamondback peripheral orbital atherectomy device. An embolism was then observed in the pta and balloon angioplasty was performed to resolve the issue. The patient was stable following the procedure.